Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The cause for the failure was isolated to a defective transformers on the computer/analog pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code.